Event description:
The customer reported regarding unexplained high blood glucose of 198mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. A follow up was conducted, and found that the customer went to the emergency room due to high blood glucose. The caller stated that her glucose level was treated with fluids and insulin drip, and then released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.